Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection. Details of the infection are unknown. Therefore, the patient underwent an implantable pulse generator (ipg) revision procedure wherein the ipg was explanted and replaced. There were no patient complications postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.